Event description:
The customer stated that the screen on the insulin pump was blank. Troubleshooting was performed, but the display could not be restored. The customer reported that her blood glucose reading was 372 mg/dl. The customer was advised to revert to a backup plan to treat her diabetes. However, the customer called back and reported that she had not taken any insulin to treat her blood glucose. The customer also reported experiencing chest pain. Paramedics were called and arrived to assist the customer. Nothing further was reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.